Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted to exclude an abdominal aortic aneurysm in 2001. The pt's aortic neck size and vessel morphology are unknown. It was reported that the stent graft was positioned and deployed successfully, however, the 16mm contralateral iliac leg was deployed 1-2cm below and behind the bifurcated stent graft instead of through the gate of the stent graft. Therefore, the pt was surgically converted to open repair. It is reported that the pt is fine and there was no add'l clinical sequelae reported relative to this event.